Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that communication could not be established with a vns generator. Troubleshooting revealed that the programming wand was most likely the source of the communication problem. The physician's programming wand was returned for analysis, and a new programming wand was sent to the site. Product analysis was completed on the returned wand. The analysis revealed that the serial data cable, which produced communication errors, had an intermittent conductor.